Manufacturer narrative:
Ps371132, method: the complaint rd900 neopuff infant resuscitator valve assembly was returned to the fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the returned rd900 neopuff infant resuscitator valve assembly revealed that the tubing was broken from the manometer inlet port. Conclusion: we are unable to determine the cause of the reported event. However, it is possible that the tube may have been pulled due to excessive force. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in california reported that the rd900 neopuff infant resuscitator valve assembly was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). The component of the complaint rd900 neopuff infant resuscitator is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the rd900 neopuff infant resuscitator valve assembly was broken. There was no patient involvement.